Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system was unable to enter MRI mode. Diagnostics revealed high impedances on two contacts. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the paddle lead was explanted and replaced. The physician electively replaecd the ipg during the same procedure. Post-operatively, the patient was able to enter MRI mode and stimulation therapy was restored.